Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female patient had impella cp pump inserted in the right femoral for cardiogenic shock and severe heart failure due to fulminant myocarditis without any problem. The patient had bleeding at the insertion site. As treatment 14 units of mannitol, adenine, and phosphate (map), 10 units of fresh frozen plasma (ffp) and 80 units of platelets (pc) was given in one week and surgical repair was used.